Manufacturer narrative:
9/10/15 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - the forceps are in short circuit. They fail the electrical tests. The electrical insulation is compromised on one of the coated wires, under the inner tube. However, this part is not in contact with the patient and the risk of electrical arc is very low. There is no risk for the patient. Device history evaluation - no nonconformity for this lot. Conclusion: the cause of this defect cannot be determined with absolute certainty. It may come from a manufacturing defect during the coating of the electrodes wires or from an electrical arc due to humidity.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports the bipolar forceps did not work, there is spark near the connector. (B)(6) 2015 doctor was performing bariatric surgery and when he used the device to coagulate there was smoke. There were sparks at cable connection to forceps. Device was in-use only a few seconds before the event occurred. No harm done. #2 of 2 like complaints.